Manufacturer narrative:
The device was discarded, making further investigation impossible.

Event description:
During variceal ligation, the elastic bands did not deploy. The edge of the barrel caused bleeding at the base of the varix which had not been bleeding previously. The banding device was checked before starting endoscopy and functioned, but did not work during the case.